Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during the intraocular lens (iol) implantation the implant was defective and was impossible to inject. There was no patient harm reported. Additional information received stating that during the insertion of the iol into the patient's eye the iol was blocked in the injector. The surgery was completed during the same intervention with a back up lens, no rescheduling was needed.